Event description:
During radial keratotomy, the ephitheum could be seen coming out of all four inspections. The pt suffered corneall abrasion. He pt's eye healed without additional medication. Pt suffered only minor additional discomfort.(note: contact requested inspected inspection of the ftplaces of this device.)